Event description:
Rep attempted to interrogate this device and rec'd an error message stating error status 0011 0008. Following interrogation, rep discovered that tachy therapy had been disabled. When rep attempted to enable v therapy, rep rec'd an error message stating that therapy could not be enabled due to low battery status or system error; measured battery status and voltage = bol in 2003. Call rec'd from rep regarding error 0011 0008 and inability to interrogate device. System reset attempted. No results, device remains with error code and unresponsive to interrogateion. In 2003 tsv suggested that rep attempted to reset the device. Device reset was successful; device remains implanted and functioning normally. The recommendation to explant the device was given.